Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device oscillates but does not cut on the miter saw. There was no harm for patient, operator or third party reported. No further information received. Update 9-feb-26: more information was provided that the device did not oscillate appropriately. This was discovered during a foot arthroscopy on (B)(6) 2026. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (ar-300 + ar-300sag). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The manufacturer evaluation revealed a loose and worn screw at the clamping system.